Manufacturer narrative:
B5 - refractive surprise was also reported. Claim# (B)(4).

Manufacturer narrative:
B5-the reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -18.00/5.5/170 (sphere/cylinder/axis) was implanted into the patient's left eye (os) and seems to have high vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os) and seems to have high vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#:(B)(4).